Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No components were removed or replaced, no malfunction was reported. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2009, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2009, follow up visit emergency due to exposure of tubing of artificial sphincter (inguinal region, labia majora). On (B) (6) 2009, repair to re-embed tubing due to skin erosion. Skin ulceration related to tube at anterior perineal level.